Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 2.75-3.0mmx38-40mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. A 12 x 3.00 rebel stent was advanced for treatment but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.